Event description:
It was reported that during a convective radiofrequency water vapor thermal therapy procedure that the first delivery device failed to prime a second device was taken and it also failed to prime. A third delivery device was used and it too failed to prime. The procedure was cancelled with no clinical consequences to the patient.